Event description:
Reference number (B)(4). Event occurred in finland it was reported that the patient experienced hyperglycemia due to an occlusion on (B)(6)2026. The high blood glucose persisted for approximately 3-4 hours. The patient was treated with a correction bolus via the pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: finland